Event description:
When using the signia stapler, the reusable signia arm got stuck in the port. Whole port and signia stapler removed as one from patient. Part of the reusable signia arm plastic broke into pieces, no pieces noted in patient. The pieces fell apart after the stapler had been removed from patient. Stapler is believed to have broken due to moving the stapler around without being fully inserted through the port.